Event description:
"System separation" reported by the user facility to corporate clinical services. The reported disconnection occurred with vascath subclavian catheter and the venous pt connector of the bloodline. Since the dialysis was initiated at 8:20 am and the reported disconnection took place at 8:25 am, the clinical quality manager established the cause of disconnection as a procedural clinical variance, not a product malfunction or defect. Therefore "no user facility report was required by the user facility" according to clinical quality manager. The blood loss reported due to the disconnection was 200cc without adverse effect to the pt. Also reported, the dialysis machine alarmed with the line disconnection. The pt demonstrated a drop in blood pressure, value not reported, without loss of consciousness. The pt was dicharged stable to home after the hd treatment. MDR filed due to blood loss reported. 6/16/00 quality services called clinic, director of nursing not available, message left requesting lot and sample availability.